Event description:
It was reported that there is a wide line across the top of the display. It is possible to monitor patients, but the line is right across the top of the display where the alarm information is displayed. Additional information received confirmed that the lines are not obstructing the spo2 value, but they do obstruct alarm messages at the top of the screen. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on but there was a white strip on the display screen. The lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.